Event description:
On (B) (6) 2008, the pt's wife reported that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device. A half of a cartridge of insulin spilled into the cartridge compartment. The pt's wife was instructed how to remove the plunger from the piston rod and to dry the cartridge compartment with a cotton swab. The pt does not have a backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.